Event description:
Note: the date of the event is unknown. It was reported to the boston scientific corporation in 2009, that a radial jaw 3 gastropediatric single-use biopsy forceps was to be used during a procedure. According to the complainant, the cup would not close properly during preparation. The site identified a bend in the clevis. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps. There were no patient complications reported as a result of this event as this occurred during preparation.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis . Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.